Manufacturer narrative:
H3. Device evaluation: as received, the valve was cut through commissure 1 and exposed the wireform. The cut valve area appeared to match up. Leaflets 2 and 3 also had cut out sections of approximately 7mm x 8mm on leaflet 2 and 8mm x 10mm on leaflet 3. The cuts had smooth and straight edges and the cut out leaflet fragments were not returned. The x-ray demonstrated the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on leaflet 1 and moderate to heavy calcification on the remainder of leaflets 2 and 3. Extrinsic calcific deposits were observed on the surface of leaflet 1 on the inflow aspect. Leaflet 1 also had a 7mm tear near commissure 1 and calcification was evident at the tear. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Multiple suture pledgets remained attached to the sewing ring around the valve on the inflow aspect. H10. Additional manufacturer narrative: added information to b5, b7, d9. H3, h6. Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards received information a 21mm aortic valve was explanted after one (1) year, six (6) months, due to moderate aortic stenosis, severe aortic valve insufficiency, and severe calcification. Patient presented with non-st elevation myocardial infarction and acute systolic (congestive) heart failure. Intraoperative transesophageal echocardiogram showed torrential aortic regurgitation. The aortic valve was noted to be diseased from an apparent endocarditis (vegetative) and aortic root abscess etiology. The calcification of the leaflets was severe with severe calcification of the annulus. The patient also underwent freestyle full root replacement and ascending graft and hemiarch, and coronary artery bypass graft x 1 during the procedure. There were no complications. The patient was transported to the intensive care unit in stable condition. Patient was discharged home in stable condition on post-operative day 10.

Manufacturer narrative:
H10: additional narratives updated b5 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 21mm aortic valve was explanted after one (1) year, six (6) months, due to an aortic root abscess, vegetative endocarditis, moderate aortic stenosis, severe aortic valve insufficiency, and severe calcification. Patient presented with non-st elevation myocardial infarction and acute systolic (congestive) heart failure. Intraoperative transesophageal echocardiogram showed torrential aortic regurgitation. The calcification of the leaflets was severe with severe calcification of the annulus. The patient also underwent freestyle full root replacement and ascending graft and hemiarch, and coronary artery bypass graft x 1 during the procedure. There were no complications. The patient was transported to the intensive care unit in stable condition. Patient was discharged home in stable condition on post-operative day 10.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Device retrieval is in process. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted once new information becomes available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm aortic valve was explanted after one (1) year, six (6) months, due to aortic stenosis. The patient also underwent freestyle full root replacement and ascending graft during the procedure. Patient has been discharged and is doing fine.